Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke at the end. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. The instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. Two pieces measuring approximately 12mm x 4mm were not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.